Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) found a similar complaint reported on work order number (B)(4). The root cause was found to be caused by an internal battery failure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On (B)(6) 2018: evaluating the system log files that was supplied by the customer, the system battery shows normal run-time and can be shown that the battery supplies three hours and 20 minutes run-time on a full charge. The issue may be with the customer's ac adapter and is advised they try another available sr 8 ac adapter or purchase a replacement. No other concerning errors found in the system log files. Kz sales rep reported on behalf of the biomed that remanufactured site rite 8 ultrasound display (9770600y) battery goes from 100% charge to 20% charge in just one procedure. System was charged to 50% and battery died in the middle of a procedure. Internal battery was replaced in april 2018. System was recently repaired in june/july 2018.

Event description:
8/1/2018: evaluating the system log files that was supplied by the customer, the system battery shows normal run-time and can be shown that the battery supplies three hours and 20 minutes run-time on a full charge. The issue may be with the customer's ac adapter and is advised they try another available sr 8 ac adapter or purchase a replacement. No other concerning errors found in the system log files. Kz sales rep reported on behalf of the biomed that remanufactured site rite 8 ultrasound display (9770600y) battery goes from 100% charge to 20% charge in just one procedure. System was charged to 50% and battery died in the middle of a procedure. Internal battery was replaced in april 2018. System was recently repaired in june/july 2018.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery will not hold a charge is unconfirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for approximately 3 hours. The probe and ac adaptor function normally. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) found a similar complaint reported on work order number 00000658. The root cause was found to be caused by an internal battery failure.